Event description:
It was reported that during a cartridge change the user attempted to rewind and insert the cartridge but could not seat it fully, which prevented proper attachment, and a dry run of the piston was performed; the issue resolved when the cartridge orientation was corrected, after which drops were observed, the line was reconnected, and delivery was resumed. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no impact to care and no need for medical attention. Investigation included troubleshooting with a functional check of the piston and review of user technique. Investigation of this case revealed user error related to inverted cartridge insertion with normal device function once corrected. It was concluded that the event was due to use error and not a device malfunction.